Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to syncope. Upon interrogation the field representative noted good threshold measurements and appropriate output programming. There were stored episodes of noise on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed the electrogram strip and noted that the noise was oversensed and led to pacing inhibition with asystole of approximately eight seconds. The field representative stated that the chest x-ray did not show any indication of a lead or connection issue. The cause remains unknown. At this time they will continue to monitor the patient. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the oversensing of noise continued on the right ventricular (rv) channel. Subsequently a revision procedure was performed where the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.